Manufacturer narrative:
Block d2b: product code: additional product code qon. Block g4: premarket / 510(k) #: additional premarket/510(k) p190006. Block d10: concomitant product: model number/catalog number: 1201 serial number: (B)(6) model/catalog description: tined lead unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient had their device removed because they did not believe that their device was helping with their urinary incontinence. The patient also noted experiencing pain, but the physician determined that it was unrelated to the device. After the procedure, the patient continued to be in pain and their urinary incontinence worsened.